Event description:
It was reported that catheter removal difficulty was encountered and shaft break occurred. The target lesion was located in the left circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during withdrawal of the balloon, resistance was felt and had to use more force and the distal end of the catheter broke. The device was completely removed together with the guide wire and guiding catheter. The procedure was completed with another 2.00mm x 20mm emerge balloon catheter. There were no patient complications reported and the patient was stable.